Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient had a powerpicc insitu since (B) (6) 2009. The staff and radiologist were unable to remove PICC from patient's arm on (B) (6) 2010. The PICC was removed surgically on (B) (6) 2010. There was some type of tissue at the end of the PICC, the patient had required several injections of cathflo over the time that the PICC was insitu prior to attempted removal.